Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation around her rib cage. The irritation was described as scabs, blisters, and redness. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician, who advised her to take the lifevest off and return it. The patient confirmed that irritation has improved since removing the lifevest.